Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the co2 alkaline buffer tubing, cleaned the flow cell, the electrical connection (eic), and damper. The fse also replaced the co2 measuring electrode and the membrane.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high carbon dioxide (co2) results that were generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. Samples were repeated, producing lower results, and amended reports were issued. The customer stated that no patient treatment was affected based on the high co2 results.